Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, one new patient was not showing in the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one new patient was not shown in the station. A technical support specialist (tss) had checked the sample patient record on the server and found that the status was marked as preadmitted. It was identified that the device in the relevant care area was not configured to display preadmitted patients. The tss guided the user through the necessary configuration steps to enable this setting. After the update, it was confirmed with another user that the patient was now visible on the device as expected. The system functioned as intended after the technical support specialist troubleshot the device.